Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The end of the mako straight cup impactor broke off inside of the impaction platform. Case type: tha. Update: "yes the impactor broke during impaction".

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the end of the mako straight cup impactor broke off inside of the impaction platform. Product evaluation and results: as per attached picture the failure mode was confirmed as the provided picture shows that the end of straight shell impactor broke during impaction. Product history review: review of the device history records indicate 39 devices were manufactured under lot dm010812 and 25 devices were accepted into final stock on 09/27/12 and remaining 14 devices were rejected and put in npr 12 - 09 - 0026 on 09/14/12. Review of npr 12 - 09 - 0026 revealed that 10 devices were dispositoned as "use as is" and accepted into final stock on 01/09/2013 and remaining 03 devices were rtv for rework. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot number dm010812, shows 01 additional complaints related to the failure in this investigation. Complaint ID:1510341. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The end of the mako straight cup impactor broke off inside of the impaction platform. Case type: tha update: "yes the impactor broke during impaction"